Manufacturer narrative:
Results pending investigation.

Event description:
25 august 2020: false negative results for multiple patients on the medline hcg urine cassette kit. Confirmatory blood work provided results in the 100's. Exact values and number of patients involved were not provided. No adverse patient outcomes reported. Although requested, no further information was able to be provided.

Manufacturer narrative:
Update to b5: additional information provided by the customer on 21 september 2020, indicates 4-5 drops of urine specimen were added to the test cassettes and the results were interpreted at 5 minutes. A timer was not used. Update to b7: additional information provided by the customer on 21 sep 2020 states at least one of the patients had a history of miscarriages. No other discerning patient information was provided. Exact number of patients was not provided. No further information will be available. Update to d9: devices not available for evaluation. Update to h3: device evaluation was anticipated, however, customer did not return devices for evaluation. Investigation conclusion: retained devices from the reported lot number were tested with cut-off (25 miu/ml) and middle positive (100 miu/ml) standards. The results were read at 3 minutes, and all devices yielded the expected positive results. Retained devices were also tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Review of the information provided found several deviations in technique. Case details indicate that \ 4-5 drops of sample were usually added to the specimen well, and the results were read at 5 minutes, however a timer was not used. Per the package insert, hold the pipette vertically and transfer 3 full drops of urine (approx. 100 l) to the specimen well (s) of the test cassette, and then start the timer. Read the result at 3-4 minutes. Do not interpret results after the appropriate read time. This cannot be ruled out as having contributed to the reported false negative results. Per the package insert, false negative results may occur when the levels of hcg are below the sensitivity level of the test. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
Additional information provided by the customer on 21 september 2020, indicates 4-5 drops of urine specimen were added to the test cassettes and the results were interpreted at 5 minutes. A timer was not used.